Manufacturer narrative:
Visual analysis was performed on the returned device. The reported premature/partial deployment and tip detachment were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the premature/partial deployment and tip separation. It may be possible that the tip of the supera was inadvertently loaded onto the guide wire at an angle causing the wire and tip to become stuck together resulting in the stent partially deploying when removed off the wire; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that while loading the supera stent system on the wire, the rachet moved, and the tip detached. The device was removed from the wire without issue. There was no adverse patient effect or a clinically significant delay in procedure. Another supera stent was used to complete the procedure. No additional information was provided.